Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image and lamp indicator flashed was confirmed. Additionally, device evaluation found the date, time, and settings were reset because the battery had died, failure to the contacts of the video connector and lock due to corrosion to the lock, and the output connector (light guide connector) was worn out, causing the connection to rattle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system had no image when the power was turned on, and the lamp indicator flashed. The issue occurred during procedure and the intended procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image issue was due to a faulty video connector. However, the specific cause of the faulty video connector could not be established at this time. Olympus will continue to monitor field performance for this device.